Event description:
It was reported that (1) device was used during a laparoscopic chloecystectomy. It was reported by the rep that the blade on the 355ld was cocked, yet would not advance when put into abdomen. A 2nd attempt was tried and the same thing happened. Another instrument was used to complete the case. There was no consequence to the pt.